Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample containing an anti-k.

Manufacturer narrative:
In-house testing confirmed the presence of the k antigen, on cell 1, on retention capture-r ready-screen (3), lot r602, in manual capture, using retention capture-r ready indicator red cell, lot 221378 and anti-k, lot qc #1 (1:128 dilution). Controls performed as expected and cell exhibited the expected positive reaction. Retention product performed as expected. A product deficiency was not identified.